Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was oversensing noise and causing inappropriate atrial tachy response mode switching. The physician believes the ra lead may be fractured via a subclavian crush. No intervention has been performed yet and the ra lead remains in service. No adverse patient effects were reported.